Event description:
The patient had a st. Jude's crt-d implanted and the patient was re-admitted 17 months later with a complete heart block, right ventricular (rv) lead fracture, and crt-d lead malfunction.======================manufacturer response for lead, defibrillation, (per site reporter)======================requests broken lead for examination.